Event description:
A malfunction alarm occurred with the customer's pump, identified as malf 15, and a persistent issue even after attempting to reset it. The impact on the customer's blood glucose level was unknown as they declined to provide details. Technical support assisted with the reset procedure but ultimately decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery and agreed to return the malfunctioning pump using a pre-paid label within ten days, understanding how to place it into storage mode before returning.